Manufacturer narrative:
Tw: (B)(4). Updated section: b4, g3, g6, h2, h3, h6, h11. The device was returned to the factory for evaluation on 02/28/2025. Photographs were provided by the account. A photographic evaluation was conducted. Signs of clinical use and evidence of blood was observed. The heater wire was observed to be intact. The clear silicone insulation on the hot jaw was observed to be intact. The clear silicone insulation on the cold jaw was observed to be peeled at the tip of the cold jaw. No other visual defects were observed. An investigation was conducted on 03/13/2025. Both the harvesting device and cannula was returned for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the intact cannula or intact c-ring. There were no visual defects observed on the intact heater wire of the harvesting device. There were no visual defects observed on the clear intact silicone insulation on both the hot jaw. The clear silicone insulation on the cold jaw was observed to be peeled and detached from the center of the cold jaw to the tip of the cold jaw. The detached silicone insulation was returned for evaluation. No other visual defects were observed. Based on the photographic evaluation as well as the condition of the device and the evaluation results, the reported failure "peeled- delaminated; jaw" was confirmed. The lot # 3000417123 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, a silicone piece on the jaws of the vasoview hemopro 2 cracked off. The jaws closed with the tips facing up when inserted into the cannula. The endoscope was within the cannula before the harvesting tool was inserted into the cannula. The jaws of the harvesting tool were not open (even slightly) during insertion of the tool into the cannula. There was no resistance noted while inserting the harvesting tool into the cannula they removed the evh kit from the patient. New evh kit was opened and the jaws were used to retrieve the piece from the patients body. The piece that was retrieved was matched against the jaws of the evh kit in question and the customer said they were confident they got the entire piece from the leg. After the piece was removed from the leg the remainder of the vein harvest was completed without issue. Per the photo, it shows a missing section of silicone on the jaw.